Event description:
Approx 50 minutes after going on bypass, the scp control panel leds went blank and the scp driver rpms went to zero (scp centrifugal pump system used for the arterial pump). According to the surgeon, the pt had no or very low blood flow for about 5 to 7 minutes until they got a hand crank working, and replacement scp control panel was brought in from one of the other operating rooms. The surgeon also indicated that the patient is showing signs of neurological dysfunction. Updated information provided subsequently by the perfusionist indicated that the patient expired twenty four days after the event day in 2007, but from causes unrelated to the incident.

Manufacturer narrative:
The scp system (including its control panel) and the s3 perfusion system into which it connects were evaluated initially by sorin group USA, inc. Field service at the hospital. The failure was not specifically duplicated but a drop-out of the flow display (but with pumping continuing) could be created via that application of heat stress. The control panel (catalog number 60-02-15u) was then sent to (manufacturer) for further evaluation. This evaluation is currently in progress and results will be reported in a follow-up report.